Event description:
It was reported that the device reached normal eri and went into backup vvir mode. The device was pacing at a lower rate than what was programmed. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The device was received in eri. Analysis of the device output found the pacing rate to be below programmed values, which confirmed the reported field event. According to the device manual, at eri, actual paced rate is reduced when compared to programmed base rate. The implant duration of 10.89 years exceeds 75% of the total projected longevity of 13.71 years based on field settings and is considered normal battery depletion.